Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was in overdischarge and the rep was running a physician mode recharge (pmr). The reason for why recharging was not maintained was because of unrelated medical issue. The physician had the patient not using stimulation. The rep was going to continue charging to pull the battery out of overdischarge. No symptoms were reported at the time of the report. The patient had not been using stimulation but tried to turn it on for the first time the day prior to the report. Additional information was received from the rep regarding overdischarge. A pmr was done and the patient was instructed to return home to charge (B)(6) on (B)(6) 2015. The patient was seen on (B)(6) 2015 and indicated that the device was fully charged and the patient was receiving stimulation. The patient did not recharge the device because they were frustrated with the shocking sensation when they bent forward. The patient bent forward and they felt a shocking/increased stimulation sensation and this happened about 8-9 times per day since implant. The patient was seen on (B)(6) 2015 and the device was re-oriented so that when the patient bent forward it was like the patient was laying on their back. This was done because the patient's weakest stimulation sensation was when on their back. The rep was helping the patient but it took long to transition. Impedances were taken and they all looked good. The rep thought the cord must have been twisted. Imaging was done but no system breaks were noticed. The rep had already tried giving the patient a group without adaptive stimulation, group b, but the patient still received increased stimulation when bending forward. The rep had not tried transition zones and indicated that they would move transition zones at the next appointment to upright xs and the next position forward to xxl. Additional information was received from the rep indicating that the patient had x-rays and no movement of leads at all, not even a twist or turn in wires. The rep re-oriented the device and used the position of lying front for the position the patient had increased stimulation in. Then they tried the position, bending forward, and the sensor kicked in after a few seconds and turned down. It was noted that it was better after re-orienting and using the lying front as bending over. The patient does not ever lay on their stomach so that is why they used that position. Other relevant medical history includes non-malignant pain.